Event description:
It was reported that infusion complete, was supposed to go 3 hours. The infusion completed too quickly.

Manufacturer narrative:
Device history: a review of the device history record showed the device had a manufacture date of 12/27/2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause of this failure was not identified as no product was returned. The reported issue that the infusion completed too quickly and was suppose to go over 3 hours could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes. H3 other text : no product returned.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Further information was not provided by the customer.

Event description:
It was reported that infusion complete, was supposed to go 3 hours. The infusion completed too quickly.